Event description:
A physician reported that abnormal sound was generated from near rotor during surgery. The surgery was successfully completed after replacing the product with another one. There was no patient harm. The procedure type was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. An abnormal sound generating near the system rotor during surgery was reported. A used intrepid plus fluidic management system was visually inspected and no obvious defects were detected. The sample was tested using an console. The fluidic management system primed and tuned with the ultrasonic handpiece. Cassette max vacuum and aspiration flow rate, and irrigation flow rate were measured and met specifications. No problem was found with the returned cassette fluidics. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).